Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the tachycardia therapy of this implantable cardioverter defibrillator (ICD) was turned off and was set to a monitor only mode. Attempts to obtain additional information were made but were unsuccessful as the field representative has no information with regards to this event. The device was turned off for an unknown reason. This ICD remains in service. No adverse patient effects were reported.